Event description:
The patient was implanted with herniamesh t-sling on (B)(6) 2011. Later the patient experienced urgency, urge incontinence, stress incontinence, urinary retention, urinary tract infection, hypotonic bladder, mixed incontinence, sensation of incomplete bladder emptying, valsalva voiding, nocturia, poor stream, nocturnal enuresis, grade 1 anterior vaginal wall prolapse, pelvic floor spasm, tenderness at apex of vagina, neurogenic voiding, scar, pelvic pain, dysuria, dyspareunia, vagina bleeding, hematoma and suture discomfort. Anticholinergic, kegel exercises and antibiotics were prescribed [date not provided]. The patient had an incision of the urethral t-sling due to voiding symptoms on (B)(6) 2012. A voiding diary, pelvic floor exercises and urge suppression were prescribed and an autologous pubovaginal sling procedure using rectus fascial was performed on (B)(6) 2012.